Event description:
Pt troponins falsely reported as positive, as result, pt incorrectly received heparin treatment. There were multiple other pts affected by this lab equipment failure; multiple pts were reported to have elevated troponins falsely. One other pt almost received heparin, but error was caught prior to administration. Beckman-coulter dxc600i. False positive troponins were being reported from approx 1130-1705. The cause was determined to be a failure to adequately wash due to faulty peristaltic tubing. Beckman has initiated its own internal investigation. The serial number for the analyzer is (B)(4). FDA safety report ID# (B)(4).